Event description:
It was initially reported by the hospital nurse that the pt was admitted to the hospital due to increased seizures and the nurse was requesting for history on pt. The pt has not seen any vns physician recently. Few treating physicians were recommended to the pt in his area. Pt has not visited any physician as yet. No additional information can be obtained. Good faith attempts to obtain additional information has been unsuccessful till date. The cause of increase in seizures is unk.